Manufacturer narrative:
B)(4). Date sent: 4/12/2023. Additional information was requested, and the following was obtained: do you have the linx product code? Do you have the lot number? On what date was the device implanted? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Do they have an autoimmune disease? Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Are they currently taking steroids / immunization drugs? What does ¿the linx sprained¿ mean? Is the linx discontinuous? Has the linx migrated? Would the hcp be willing to have a meeting with ethicon medical safety officer to discuss this issue and if yes please list 3 dates and times est.? Answer: I don't have additional information on this issue.

Manufacturer narrative:
(B)(4). Date sent: 5/5/2023. Photo analysis: an image received was reviewed by a medical safety officer. As per medical safety officer: "this is from a laparoscopy." A hands-on analysis is necessary to determine the cause of failure.

Event description:
It was reported that a patient with the linx device has a "sprained linx". One patient 9 months out, acute onset of severe left shoulder pain with intermittent swallowing, and can be associated within inability to swallow. No better for about 2 weeks. Labs and CT and egd with biopsy esophagus all normal. No other symptoms. Intraop findings of hyperemic tissues surrounding the non-incorporated linx anteriorly. No purulent. The surgeon lysed the scar around the device and provided reassurance. The device was not been removed yet.

Manufacturer narrative:
Pc-(B)(4). Unknown; captured as awareness date. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot number was provided therefore a device history could not be done. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do you have the linx product code? Do you have the lot number? On what date was the device implanted? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Do they have an autoimmune disease? Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Are they currently taking steroids / immunization drugs? What does ¿the linx sprained¿ mean? Is the linx discontinuous? Has the linx migrated? Would the hcp be willing to have a meeting with ethicon medical safety officer to discuss this issue and if yes please list 3 dates and times est. ?